Event description:
It was reported by the surgeon that the patient received a alloclassic generic in 2001. The provided x-rays showed a breakage of the implant. Therefore, the patient underwent a revision surgery on (B)(6) 2013. The surgeon is waiting for the patients consent to provide as add.

Manufacturer narrative:
The manufacturer did not receive the explanted devices for review. As neither article nor lot number is known, the review of the quality records could not be performed. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).